Manufacturer narrative:
(B)(4). This complaint for a report of an overprime - leak out of patient line was not confirmed, and no root cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any additional supplemental information become available

Event description:
A customer contacted baxter to report an unknown alarm and solution leaking from the patient line during prime on the homechoice (hc) machine. The patient was not connected to the hc machine at the time of alarm. The technical service representative (tsr) explained the set up to homepatient (hp) and also explained that during prime, the patient line may leak fluid. The hp stated that patient line cap was on the line. No clinical consequences for the patient were reported. There was no patient involvement. No sample is available for evaluation.